Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report: pump was on pt. Symptom - "kinked catheter / loss of helium alarm." Findings/action taken: never observed a kinked catheter or helium loss message during functional check. Noticed pump assembly was excessively noisy pumping. Unit was serviced (B)(4) 2014 for unconfirmed purge failures. Replaced pump assembly as a precaution. Unit passed functional checkout. It was noted software version was 2.24. Additional received on (B)(4) 2014 from the biomed at the hospital stated that the pt received successful iabp therapy with another pump. No reported pt complications.